Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was found that a cut in the bus wire was intermittently making contact with metal, which resulted in the device shutting down. A field service engineer replaced the bus wire. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system failed to power on. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.